Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, quality control data, and specifications was performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation is in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3 cm in length. The handle will move but it is difficult. A visual examination noted a kink in the basket sheath approximately 2 mm from the distal tip of the support sheath. The handle only partially actuates the basket formation. The support sheath and the basket sheath are still attached. The handle was disassembled and the basket formation could be manually actuated to the open and closed position, but drag is noted through the damaged portion of the basket sheath. The handle was reset and reassembled. The handle will open and close the basket formation, but still drags through the kinked portion of the basket sheath. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were noted. A review of complaints complaint to be the only reported complaint associated to the complaint lot number 8045523. Based on the provided information and the investigation evaluation a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported during a ureteroscopy procedure, prior to patient contact and during testing, the ncircle delta wire tipless stone extractor failed to close. Another device was used for the procedure. There was no patient contact with the device. There were no adverse consequences or effects to the patient due to this occurrence.